Event description:
A customer reported an alarm indicating an occlusion issue, which did not occur earlier in the day. The occlusion did not cause the customer's blood glucose level to rise above 500 mg/dl, confirming the reading was not high. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin use. Due to recurring occlusion issues, technical support recommended a pump replacement. The customer was advised to continue using the current pump until the replacement arrived and was informed of the procedures for returning the pump.